Event description:
It was reported that there were concerns the patient with this right atrial (ra) lead was experiencing a perforation as the bipolar and unipolar impedance values have a greater difference than expected and after a computerized tomography (CT) scan. Technical services (ts) provided troubleshooting actions. The patient underwent a pericardium window as a result. The lead remains in use. No additional adverse patient effects were reported.